Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the samples have clotted. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿clotting occurred after blood collection. The number was 10 patient and users were not affected¿.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the samples have clotted. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿clotting occurred after blood collection. The number was 10 patient and users were not affected¿.

Manufacturer narrative:
H.6. Investigation summary: material #: 364314, lot/batch #: 2005469. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, 10 retention samples from bd inventory were analyzed for heparin content and the issue of clotting was not observed as all samples were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."